Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported being unable to get a green light on the programmer during interrogation. Patient was in the hospital for syncopal episode. Device remains implanted. No further patient complications have been reported as a result of this event.